Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open-locked) could not be determined in this incident. It is possible that procedural conditions during procedure (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and thin posterior leaflet. A mitraclip (90308u165) was implanted, however after deployment a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physician's opinion, the slda was due to pre-existing anatomy. A second clip (90308u104) was implanted to stabilize the slda, however after deployment the clip opened to approximately 70 degrees. Post procedure mr was reduced to 3. On (B)(6) 2019, the patient underwent a mitral and tricuspid valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.